Event description:
This event involved a niagra venous access catheter for hemodialysis. Patient had a niagra catheter inserted for cvvh, continuous venous venous hemodialysis, which was temporarily discontinued (while the patient underwent a test). The problem occurred when staff attempted to get them restarted. The filter set up was uneventful, however when the pt was connected to the prisma machine the filter very quickly filled with "micro bubbles" and the machine alarmed. Rn disconnected the patient, discarded the filter and tried a second tubing set-up. Again, no issues w/, with, the set up and priming of the tubing. The same issue occurred with micro-bubbles of air appearing in the filter, this time worse with air quickly going through to the return line, so again they immediately stopped the prisma. On detaching and flushing the access port this time (red port), the rn found air in the access tubing from the pt to the prisma machine and a small stain of blood under the port. Rn disconnected the line, withdrew blood, flushed the port and found the saline leaking from the red portion of the port. The nurse identified a tiny crack in the red luer connector on the patient side of the niagra catheter. Renal md replaced the patient catheter in this critically ill, unstable patient. Per the observation of the ICU nurses and md, the patient came close to receiving a significant bolus of air due to the crack in the connector. Also the pt had a hct, hemocrit, drop and needed blood transfusions.